Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received a low scan result of 2.9 mmol/l on the adc device in comparison to a glucose reading of 30.8 mmol/l on a competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms described as "clammy feeling, dry mouth, cotton mouth" but was able to self-treat with insulin (type/dose unspecified). No third-party treatment was provided. There was no report of death or permanent impairment associated with this event. Reportedly, a scan result of of 2.20 mmol/l on the adc device compared to a glucose reading of 22.20 mmol/l obtained on a competitor brand meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 3 days. However, it is unknown when these readings were obtained in relation to the reported medical event.